Manufacturer narrative:
H4: the device was manufactured february 6, 2020 ¿ february 7, 2020. H10: the device evaluation was completed. One actual infusor was received containing no fluid in the bladder because the distal luer was not securely closed and had allowed the fluid from the bladder to empty inside the bag that contained the unit. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality that could have caused the reported flow issue. A functional flow rate test was performed with dextrose solution (d5w) and the results were found to be within the product's specification range. Additionally, evidence of continuous flow was observed during the functional flow rate test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor delivery stopped during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.